Manufacturer narrative:
Pending additional follow up information about cause of infection. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. Per instructions for use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that a patient's pump was explanted as a result of infections. Prior to this, a MRI facility contacted technical solutions to request emergent MRI coverage for this patient, as the hospital physician wanted to test the patient for cauda equina syndrome. Following the MRI, cs reported that over the past two and half weeks the patient had developing a large mass over the t9-t-10 spinal columns, which the physician described as a "likely infection". Cs reported that the week prior to the MRI the patient had lost control of their legs, bowels and bladder. Cs reported that the physician reports the patient already has been found to have c. Diff and that the physician believes the patient has other infections. Cs reported that the physician has elected to explant the pump, but does not believe the pump was functioning improperly. Cs reported that the physician has elected to dispose the pump at the facility. Cs also stated that imaging had shown a cyst-like formation near the tip of the catheter.

Manufacturer narrative:
Clinical specialist (cs) contacted technical solutions to report that the attending physician for this patient did not believe that their issues were related to the pump or catheter in any way. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).